Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be defective paw sensor on the sensor board. In consequence the correction made to replace the sensor board 2. There was no patient or user harm.

Event description:
Tf5510,5511 alarm occurred. Tf5510,5511 check alarm sensor board for failure. Normal operation of the ventilator on the test after replacing the sensor board(p/n 10089445) we want to sensor board(p/n 10089445) standard rga.